Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported downstream occlusion sensor issue but was not reproduced during evaluation. The reported symptom 'downstream occlusion sensor' was verified through the a review of the event history log by the presence of downstream occlusion alarms. Evaluation revealed that the cause was a calibration force sensor which was recalibrated to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a downstream occlusion sensor issue. There was no patient involvement. No additional information is available.